Event description:
Information received from medwatch report (B)(4): left-sided abdominal pain following a retropubic synthetic mid-urethral sling. Cystoscopy, excision of left-sided abdominal arm or mid-urethral sling. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. The reported brand name for this complaint was altis, however, the item number and complaint description is consistent with a t-sling device, so this complaint was opened for a t-sling of unknown lot number.